Event description:
A patient of unknown age and gender should receive hemodynamic support with an impella cp smartassist heart pump. The automated impella controller (aic) displayed an ¿impella defective¿ alarm that could not be resolved by replacing the aic. A new impella cp smartassist heart pump was successfully used. The patient suffered no harm from the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation for the reported pump stop has been completed. The impella device was returned for evaluation. Visual and functional evaluations found no abnormalities. Data logs were reviewed which revealed impella defective alarm was observed after pump plug connect. Therefore, the root cause of the pump did not start was unable to be determined, as the issue was unable to be reproduced. D4-updated model number